Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Review of the most recent repair record determined the reciprocating arm was damaged and the motor speeds were out of specification on the low end. The motor, swivel, eccentric shaft, reciprocating arm, and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reciprocating arm was damaged during a test. It was reported that there was no patient involvement and no procedure delay. Evaluation of this device later found the motor speed was below specification. No adverse events were reported as a result of this malfunction.